Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump that they were experiencing high blood glucose. Their blood glucose was high as 270 mg/dl and it would increase even after treating with the insulin pump. The current blood glucose was 215 mg/dl. The drive support cap appears normal. Customer reported that, the following symptoms related to their high blood glucose was nausea. Based on customer report, customer was alleging possible pump under delivery. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to replace the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.